Event description:
It was reported that during an unknown procedure using a magnumwire loose suture with needle, when the package was opened the suture was discovered have expired on (B)(6) 2012. The user facility recorded that the product was expired and chose to continue the procedure using the expired product. There have been no patient complications reported as a result of this event.